Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient had a pump pocket revision on (B)(6) 2018. The pump had caused the patient discomfort which was the reason for pump pocket revision. The healthcare provider(hcp) kept the pump in the same pocket while moved the pump about 4 inches closer to the spine. The patient was doing well and no further action was needed at the time of the report. Event date was asked but unknown. There was not any non reservoir drugs mentioned. No further complication was reported.

Manufacturer narrative:
Device code (B)(4) no longer applied. Eval code-conclusion code 92 no longer applied. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. There was no device or therapy issue. It was reported that the pump was originally placed in patient's back flank area slightly lateral. The patient found this to be uncomfortable spot and asked if he could move pump more medial. The patient was doing well and has had no issue since the surgery. No further complication was reported.